Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the pump is reporting power error. The customer states the error is repeated. No further details given. Pump will be returned.

Manufacturer narrative:
The insulin pump was received with power error detected due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test.